Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: (di) (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02699. It was reported the patient is unable to increase stimulation as it decreases on its own. The patient also stated he experienced a pulling sensation. X-rays revealed one of the patient's lead has moved. Subsequently, the patient will undergo surgical intervention as the next course of action. Please note: it is unknown which of the patient's two leads have moved, therefore, both leads are being reported.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02699. Follow-up information revealed the patient underwent surgical intervention where the leads were explanted and replaced. The patient reported effective stimulation postoperative and the reported issue is now resolved.